Event description:
It was reported by service report that the power cord sheathing is damaged with exposed bare wires. It is unknown if there was pt involvement or adverse consequences reported.

Manufacturer narrative:
Power cord sheathing.